Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a foley catheter was inserted into the patient during an operation and upon returning to the ward after the operation, the catheter fell off the patient due to a balloon burst. Immediately bedside color ultrasound was contacted, the patient urinated and there was no residual urinary catheter was found during the examination.

Event description:
It was reported that a foley catheter was inserted into the patient during an operation and upon returning to the ward after the operation, the catheter fell off the patient due to a balloon burst. Immediately bedside color ultrasound was contacted, the patient urinated and there was no residual urinary catheter was found during the examination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.